Event description:
It was reported that a patient had a vaginal delivery on (B)(6) 2013. Suture was used to repair the episiotomy. While suturing, the needle broke and became lost in the perineum. An echography and radio were done on (B)(6) 2013 to locate the needle. On (B)(6) 2013 the patient underwent a re-operation to remove the needle. Additional information has been requested.

Manufacturer narrative:
Conclusion: representative samples from the same lot number as the actual device were returned for evaluation. The devices were tested for strength and ductility and the devices met performance specifications.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch eg2bwlm0 mfg date: ni, exp date: ni; batch eg2bpsm0 mfg date: ni, exp date: ni. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.